Manufacturer narrative:
A review of the stapler 45 instrument associated with this event has been performed by an intuitive surgical inc. (Isi) failure analysis engineer. The logs showed the stapler 45 instrument (lot # t10200221-0081), was installed on the system five times and failed to engage with the system on three attempts. Error code 22020 was confirmed with parameters indicating the roll axis hard-stop check failed in each instance. Two engagements were successful and the reload color loaded was green in both cases. There was no clamping or firing attempted on either install or no reloads were fired by this stapler 45 instrument.

Event description:
Refer to for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler 45 instrument exhibited movement that was inverted between up and down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 45 was analyzed and the complaint regarding non-intuitive motion was not confirmed by failure analysis. The stapler 45 instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument was fully functional. The complaint regarding non-intuitive motion was not confirmed by failure analysis. The probable root cause of the alleged issues with this stapler 45 instrument cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the stapler 45 instrument found no functional issue. The instrument was visually inspected and evaluated for its mechanical and electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) follow-up and obtained additional information. The stapler was visually inspected prior to use and nothing unusual was observed. The reloads were discarded and the stapler instruments were used after the reported event. There is no video available for review. The surgeon was performing pulmonary vascularization stapling when the issue occurred. The stapler movements were reversed and larger than expected. There were also some jerking movements. There were no external collisions. The surgeon did not encounter any obstructions between the instrument jaws. The instrument was normal in the beginning, then the problem became persistent. The drape cannot be returned.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the movement of the stapler instrument was inverted between up and down. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The surgeon (caller) explained that the movements were inverted only for the stapler and there were no issues with the other instruments. When the surgeon attempted to remove the stapler, the surgeon indicated it was blocked; however, after the operating room (or) team undocked the arm, the stapler was removed correctly. At the time of the call, the arm was redocked and the surgeon was already using another instrument to finish the surgery. The surgeon refused to use the stapler again. Since the surgery was nearly complete, the surgeon had no time to talk and preferred to proceed with the surgery. The surgeon agreed to call back at the end of surgery so that the stapler can be tried again. Tse reviewed the logs and identified an error 22020 pointing to the universal surgical manipulator (usm) 3, rolls axis failed to engage. In a subsequent follow-up call, the surgeon informed the tse that after installing the stapler previously used on the same arm with the same drape, the movement was not inverted. The surgery was completed with a manual stapling tool. The surgeon confirmed that during surgery, a maryland bipolar forceps instrument was installed on the usm3 and worked well without issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in practice, the surgeon indicated the trocar was completely removed from the patient, with the arm cocked at the trocar and the forceps inside the trocar. Indeed, the arm could not be unlocked using the wrench. Furthermore, all movements were reversed, not just the up/down axis. The manual stapler subsequently used (an ethicon echelon stapler), was introduced through a non-robotic trocar. The arm that had caused the problem was no longer used (the incident having been particularly dangerous for the patient). The other arms worked properly all the time. The reporter confirmed that the maryland bipolar forceps instrument was on universal surgical manipulator (usm) 3 and worked properly. The surgeon confirmed that the problem was with the usm4. The instrument will be sterilized and returned to isi. The patient is a female, born on (B)(6), weighing 131 kg.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed-up with the customer to further investigate the reported complaint. The customer informed the fse that the reported problem was corrected with phone support. No site visit was conducted. The system was working properly and no additional action was require. Isi has not received the stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the stapler 45 instrument (part# 470298-14/ lot#t10200221-0081) associated with this event has been performed. Per logs, the stapler 45 instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 3 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported because unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.